Event description:
It was reported that during a bowel resection, with a glc80, there is a retaining pin on the anvil side of the stapler that was pulled out and dropped into the patient. The pin was found and removed from the patient. No intervention was needed. Case was completed with a like device. No patient harm was reported.

Manufacturer narrative:
(B)(4) date sent 6/12/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The lot/batch 994c68 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: can you please give us a step by step of how the device was fired? When did the retaining pin fall out? The retaining pin fell out while the surgeon was pulling the two halves apart. It appeared something broke while applying pressure to pull the anvil half of the device away from the cartridge half. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 6/23/2025. D4 batch #868c70. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc80 device was received with the anvil shroud separated from the anvil and the clamp pivot pin separated from the anvil and returned inside a plastic bag. During the visual inspection, it was noted that a piece of the anvil shroud tab was broken but still connected to the anvil shroud. Witness marks on the proximal end of the anvil shroud indicate the device was misclamped without having the device halves locked. A glcr80b reload was returned and loaded into the device. The reload had the proximal 22 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The event reported was confirmed and it is related to improper use of the device. Please reference the instructions for use for more information: if previously separated, the device must be reconnected. To reconnect the device, align the halves at the proximal end and press together ensuring tactile feedback. After positioning the instrument jaws, with the tissue properly in place, close the clamp arm completely until it locks, as indicated by an audible click with tactile feedback. If experiencing unusually high closure force, open the instrument and inspect for tissue anomalies and hard objects or consider replacing the instrument. For better tissue compression and staple formation, clamp tissue in the device and wait 15 seconds prior to firing. A properly clamped device will have the clamp arm engaging with the clamp pin. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 868c70, and no non-conformances related to the reported complaint condition were identified.